Event description:
It was reported that this lead was implanted as part of a temporary pacing system prior to a mitral valve procedure. The lead was placed in the apex and capture was confirmed. However, sensing then decreased and the threshold increased; it was noted that a minor perforation was suspected. The lead was then repositioned. During the procedure, the patient reportedly decompensated. Pericardiocentesis was performed and, in the course removing the sterile drape to perform the procedure, the lead was dislodged. An echocardiogram confirmed the perforation. The patient's chest was opened, at which point they expired. The lead will not be returned.